Manufacturer narrative:
Device evaluated by MFR: an initial examination of the complaint rotablator plus unit was carried out. A tug test and a connect/disconnect test confirmed that there were no issues were noted with the unit handshake connectors. The catheter was wire guided which confirmed that there were no issues noted. The rotablator plus unit was wet tested as which confirmed that no issue was noted with the catheter unit. The burr was microscopically examined and the annulus of the burr was found to be misshapen and damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. Vascular access was gained via the femoral artery. The 99% stenosed targe lesion was located in the severely calcified and mildly tortuous mid to distal left anterior descending artery. An unspecified imaging catheter was advanced but failed to cross the lesion. The 1.25mm rotablator rotalink plus was advanced on a rotawire guide wire without any resistance to the lesion. During the 1st or 2nd ablation, the 1.25mm burr was noted to be stuck in the lesion and the physician encountered difficulty removing the burr. "Finally", the physician removed the burr and guide wire as one unit. The procedure was completed with another rotablator. No patient complications were reported, and patient status was no issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. Vascular access was gained via the femoral artery. The 99% stenosed targe lesion was located in the severely calcified and mildly tortuous mid to distal left anterior descending artery. An unspecified imaging catheter was advanced but failed to cross the lesion. The 1.25mm rotablator rotalink plus was advanced on a rotawire guide wire without any resistance to the lesion. During the 1st or 2nd ablation, the 1.25mm burr was noted to be stuck in the lesion and the physician encountered difficulty removing the burr. "Finally", the physician removed the burr and guide wire as one unit. The procedure was completed with another rotablator. No patient complications were reported, and patient status was no issue.